Event description:
Customer claims that while in use with the alarm once the straps are detached the alarm doe not sound. Customer has tested the belt with other alarms and the results were the same. Customer claims no visible damage to the rj11 clip. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Product has been requested to be returned but has not been received.